Manufacturer narrative:
This batch was manufactured as per defined device master record and this batch was released meeting all the acceptance criteria. The product sample was received for evaluation. Based on complaint description, the reported condition was found to be non-deflation. The sample received was already cut into 2 parts consisting of funnel part and shaft part. The sample was physically inspected. The sample could not be inflated through the inflation valve since it was already cut. Thus, a syringe needle was used to inflate the balloon through the inflation lumen. The balloon can be inflated normally, and no blockage was found. The balloon was also deflated by removing the syringe needle from the inflation lumen. The balloon can be deflated normally without any obstruction. Thus, the reported condition could not be replicated. This batch was manufactured as per defined device master record and this batch was released meeting all the acceptance criteria. The sample received was already cut into 2 pieces therefore the physical investigation could not replicate the reported condition. A corrective/preventative action (CAPA) escalation is not required as the the risk was at a reduced level. A quality alert will be issued to raise awareness on this type of complaint.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the product was used for a gynecologic operation. When attempting to remove the device from the patient¿s body after the operation, a syringe was used, however, it failed to drain the sterilized water from the balloon left in the body. The inflation lumen was cut off, however, it also did not resolve the issue. The product was finally removed from the patient's body with the use of a wire. It took 45 minutes for this whole removal procedure after the operation itself. There was no patient injury.